Event description:
On (B)(6) 2019 the patient underwent arteriovenous graft placement for hemodialysis using gore-tex® suture. It was reported that the suture frayed and broke intraoperatively, and the needle became disengaged. Reportedly enough throws were tied so that the suture stayed in place upon breaking and all knots reportedly remained intact. The physician tied off at the point of the suture break. The needle was removed and did not remain in the patient. It was reported that the physician is a frequent user of the gore-tex® suture and has much practice with the use of the device. Reportedly the physician did not have a suspected reason for why the suture frayed and broke. Another gore-tex® suture from a different lot was obtained to complete the procedure. There were no further reported issues. The patient tolerated the procedure.